Event description:
Customer reported the numbers were skipping on the insulin pump but did not have issues with the buttons. The blood glucose reading was 123 mg/dl. Nothing further was reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection. The insulin pump passed the prime and displacement tests. No prime anomaly was noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.